Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) system was removed from service due to inappropriate therapy delivery. The cause of the problem was not known at the time of the replacement surgery.